Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a secondary intravenous (IV) infusion of cefepime, the clamp was not opened or not opened completely. The customer is unsure if the pump alarmed as expected. There was no consequences or impact to the patient. The customer would like to know: if the pump alarmed, was the alert volume turned off or lowered, how much of the antibiotic was infused, if their pressure setting is wrong and if that is the reason why they did not hear an alarm, and if it is possible to lock the volume of the alerts so no one can reduce the volume.